Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the x-ray looked good. A revision procedure was performed, where they found that the lead had been damaged by cautery or by the needle when suturing the pocket. The lead was explanted and replaced.

Manufacturer narrative:
At this time, the lead remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there was a potential dislodgment with this right ventricular (rv) lead one day post implant. The comparison of x-ray from implant to the next day showed good location, but there was loss of capture a max output and high out of range pacing impedances at 2700 ohms. Additional information was requested for resolution. Lead remains in-service. No adverse patient effects were reported.